Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The icl was exchanged for a shorter lens and the problem was resolved.